Event description:
A customer reported the adc device detached prematurely, after being "knocked off". The customer was already in hospital at time of detachment, and a healthcare professional noted customer had become hyperglycemic with healthcare meter result of 320 mg/dl. The customer was treated with insulin (dose/type unknown), and subsequent healthcare meter results of 198 mg/dl and 180 mg/dl were noted. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date the incident occurred is unknown. The date entered is per the customer report of "three weeks ago", from the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.